Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400-500 mg/dl with small ketones. To address the bg level, the customer delivered a correction bolus on the pump and used manual injections. The contact confirmed that the issue was resolved. A system check with tandem technical support was performed and showed that the pump was performing as intended. However, the contact reported that there was air in the tubing and luer lock prior to the fill tubing step performed. Reportedly, the air was successfully primed out of the tubing with tandem technical support.